Manufacturer narrative:
(B) (4). The ge service rep found that the problem was isolated to bad workstation monitors. He replaced the monitors on the workstation, also the workstation keyboard was replaced. The system performs as intended.

Event description:
The customer reported that the system displayed poor image quality.